Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The pump was received with a cracked case at display window corners and battery tube threads, and minor scratches on the display window. No belt clip assembly was received with the pump. Therefore, unable to verify the belt clip complaint.

Event description:
It was reported that the insulin pump had a broken clip, scratched screen and he had difficulty reading the screen. Customer' s blood glucose was unknown but his current blood glucose was 188 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.